Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2093 showed no other similar product complaint(s) from this lot number. H3 other text : device not returned for evaluation

Event description:
It was reported, "the event is a bloodstream infection. Severe severity and related to the device (catheter). The event is not related to a pre-existing condition and a similar event did not occur previously. Action taken: medication prescribed, hospitalization and device removed."